Manufacturer narrative:
The reported complaint of the autopulse platform (serial#: (B)(4)) does not power on was confirmed during functional testing. The investigation findings revealed that the battery connector was not making direct contact with the battery cable connector. The root cause of the reported power issue was due to two broken rivet joint nuts of the battery cable connector that holds the connector to the battery bay, and also, confirming the reported rattling noise due to the broken rivet joint nuts. No other physical damage on the autopulse platform was observed during visual inspection. Initial functional testing could not be performed due to platform not powering on. To remedy the reported issues, the damaged battery cable connector needs to be replaced. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During device check upon receiving the new autopulse platform (sn (B)(4)), the customer noticed that the autopulse platform does not power on. In addition, observed rattling noise inside the platform when shaken. No patient involvement.